Manufacturer narrative:
Citation: cai shan,zhang xing-kui, al7vg,~a-hu,et al axium immediately detachable coils embolization for the treatment of intracranial aneurysms. The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. Additional information has been requested from the author of this article regarding this case. Should it become available a supplemental report will be submitted.

Event description:
Medtronic received information during literature review that post procedure coiling treatment there was unilateral anterior cerebral artery infarction in one patient. Approx 19 patient with 21 intracranial aneurysms treated with axium coils.